Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000440220, 3000437718, and 3000441319. The last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out. Waited the full 2 minutes and it kept timing out. Couldn't finish the harvest so had to open another kit. There was a delay waiting for the timeout to cool off for 2 minutes, as well as delay opening a new kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.